Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.

Event description:
It was reported that during a laparoscopic appendectomy procedure the device did not completely fire while firing on the appendix with a blue reload no buttressing material. It was unknown which firing of the device this was. Procedure was completed with another device of the same product code. There were no patient consequences reported. No additional information is available.